Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted the rv defibrillation impedance varied from 70 ohms to out of range high between (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv coil impedance, along with a fluctuation in impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.